Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
It was reported that patient presented via merlin.net transmission and upon interrogation of the device premature battery depletion was observed. Device was explanted and a new device was implanted. Patient was stable post procedure. Analysis of the device indicated a discrepancy in the remaining longevity estimate by the programmer, and the cause could not be determined.